Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a horizontal valve angle measuring 55 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, unknown balloon. During the procedure, both initial and second attempts were unsuccessful since the valve was not stable to the annulus. The ds was pulled into the descending aorta; while attempting to retrieve the valve back into capsule, the wheel stopped with the valve not completely encapsuled. Micro-adjustment wheel and the macro slide buttons didn't succeed. The partially opened valve was successfully removed using a 20fr introducer sheath (is) while ensuring protection of the femoral artery. A second 35mm, navitor vision valve was selected for implant using a new large flexnav ds with a new 20fr is. After two partial deployment attempts, valve stability to the annulus issue remain unchanged. The valve was able to be retrieved back but there was a gap noted between the capsule and the radiopaque tip. It was noted that the gap was able to be closed using the re-sheathing wheel and micro-adjustment wheel with a lot of efforts. A third 35mm navitor vision valve was loaded to an unspecified ds. The valve was able to be implanted in a stable positioning with no recaptured required. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 28mm, unknown balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A postoperative echocardiographic evaluation demonstrated a bioprosthetic aortic valve with good leaflet mobility, good pressure gradients, mild paravalvular leak, and minimal transvalvular regurgitation. At an unknown time, the patient went into a complete heart block, a temporary pacemaker was inserted to stabilize. During the second 24-hour period following the procedure, the patient developed increased electrical activity, after which cardiopulmonary resuscitation was initiated and continued for 30 minutes. No shockable rhythm was recorded, and the patient did not regain spontaneous circulation. On (B)(6) 2025, at 7:11 pm, the patient was pronounced to be deceased due to pulseless cardiac electrical activity.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a horizontal valve angle measuring 55 degrees. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, unknown balloon. During the procedure, both initial and second attempts were unsuccessful since the valve was not stable to the annulus. The ds was pulled into the descending aorta; while attempting to retrieve the valve back into capsule, the wheel stopped with the valve not completely encapsuled. Micro-adjustment wheel and the macro slide buttons didn't succeed. The partially opened valve was successfully removed using a 20fr introducer sheath (is) while ensuring protection of the femoral artery. A second 35mm, navitor vision valve was selected for implant using a new large flexnav ds with a new 20fr is. After two partial deployment attempts, valve stability to the annulus issue remain unchanged. The valve was able to be retrieved back but there was a gap noted between the capsule and the radiopaque tip. It was noted that the gap was able to be closed using the re-sheathing wheel and micro-adjustment wheel with a lot of efforts. A third 35mm navitor vision valve was loaded using a large flexnav ds. The valve was able to be implanted in a stable positioning at a depth of 5mm on the non-coronary cusp (ncc) with no recaptured required. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 28mm, unknown balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A postoperative echocardiographic evaluation demonstrated a bioprosthetic aortic valve with good leaflet mobility, good pressure gradients, mild paravalvular leak, and minimal transvalvular regurgitation. Post-procedure less than 48 hour later, the patient went into a complete heart block, a temporary pacemaker was inserted to stabilize. During the second 24-hour period following the procedure, the patient developed increased electrical activity, after which cardiopulmonary resuscitation was initiated and continued for 30 minutes. No shockable rhythm was recorded, and the patient did not regain spontaneous circulation. On (B)(6) 2025, at 7:11 pm, the patient was pronounced to be deceased due to pulseless cardiac electrical activity.

Manufacturer narrative:
An event of central aortic regurgitation, perivalvular leak and patient death was reported. The investigation at abbott found that the blood/body fluids were observed to be entangled in areas of the aortic section of the stent. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. No tears or perforations were observed in the cuff or leaflet tissue. The condition of the valve as returned to abbott precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported central aortic regurgitation and perivalvular leak could not be conclusively determined and may be related to procedural circumstances; however, this cannot be confirmed. The reported patient effects of arrhythmia and hypotension also could not be conclusively attributed to the device. The patient¿s cause of death remains inconclusive and may be related to a cascade of the reported patient complications. The unexpected interventions performed during the case, including CPR and the implantation of a temporary pacemaker, appear to be related to case-specific circumstances. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. Based on medical review: the cause of the pea arrest is unknown. This event appears to represent a post-procedural mortality and is not suggestive of navitor device malfunction. Codes removed: medical device problem code: 2017.